Event description:
It was reported that this 77 y/o male patient's left shoulder was revised. Surgeon decided to convert in-situ anatomic hemi-arthroplasty to reverse total shoulder arthroplasty. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: hospital retained parts.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): equinoxe replicator plate, equinoxe humeral head, equinoxe torque defining screw.